Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a procedure, an air embolism occurred followed by an st elevation resulting in the patient being transferred to the ICU. Shortly after changing the transseptal puncture sheath, an st segment elevation was noted. An ultrasound was performed which revealed air inside the patient. The procedure was stopped and the patient was transferred to the ICU.